Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that an errors "oxygen not available" and "low o2 pressure" occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03jan2019, date rec¿d by MFR : 13dec2018. The manufacturer's field service engineer (fse) performed troubleshooting and the reported issues were confirmed. The fse ran the unit in normal mode, connected and disconnected the oxygen supply with parameter changes and the unit operated normally. The fse found the air inlet filter was dusty and replaced the air inlet filter to address the finding. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.